Event description:
For two weeks before presentation patient had polyuria and polydipsia. However, for 2-3 days before presenting to the emergency room patient had nausea and vomiting. His diabetes was well controlled before then with an insulin pump that was programmed at a basal rate of 1.5 units. Patient obtained new pump about 2 months prior to presenting to the ER. Patient was diagnosed with diabetic ketoacidosis that is resolving during his stay in the hospital.